Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No unexpected failed battery test alarm or reboot anomaly noted. Device had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a failed battery test alarm. They were advised to insert a new battery and then the insulin pump began to reboot. They also reported about a crack on the insulin pump's case at the battery compartment. The insulin pump was not dropped or bumped. The device will be returned for analysis.